Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the upper and lower handles out of adjustment and not holding properly. Both shock cushions were worn and needed to be replaced. The unit was received without the standard adaptor but received with the tri-star adaptor. General maintenance and cleaning were required.

Event description:
The user facility returned the a2009 ultra 360 patient positioning system for service and repair because the unit did not lock.